Manufacturer narrative:
The hill-rom technician found the right foot siderail not locking in the up position and some kind of substance stuck behind the latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician removed the siderail center arm cover, disassembled, cleaned, and reinstalled to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located at the account in the intensive care unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).